Event description:
Information received by medtronic indicated that the pump stayed without a battery and now it was not pairing to the meter and continuous glucose monitoring. The customer had multiple insulin pump error alarm. The customer also experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl. The customer treated low blood glucose with food. It was unknown whether the auto mode feature was activated or not at the time of low blood glucose event. The customer also had loss of communication and power loss alarm. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for alleged no communication between device and transmitter, unexpected battery power loss, pump error 15 and pump error 53 found on (B)(6) 2022. The pump passed all functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self-test, active current measurement, delivery accuracy test at 0.0872 inches and p-cap locks properly into the reservoir compartment. However, unit received with unexpected battery power loss and had high sleep current. Swapped pcba 2 board with a test board and sleep current measurement passed. Successfully downloaded history files and traces using thump. No unexpected battery power loss, pump error 15 and pump error 53 alarms noted during testing. Power loss alarm was found in the device history file on 11/21/2022 at 01:03:22.000. Pump error 15 alarm (file number: 662, line number: 149, esf# = 3764387) confirmed in the history file on november 21, 2022 at 01:03:32.000. Pump error 53 alarm (line number = 1216, file number = 709, esf# = 3764385) confirmed in the history file on november 21, 2022 at 13:15:42.000 due hardware. The transmitter was able to connect with the device successfully. Successfully uploaded to carelink and generated reports. Device was cut open to perform visual inspection and found¿no evidence of moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Confirmed pump error 15 alarm (file number: 662, line number: 149, esf# = 3764387). Pump error 53 (line number = 1216, file number = 709, esf# = 3764385) due to hardware. No communication between device and transmitter was not confirmed. The transmitter was able to connect with the device successfully. Swapped electric board with a test board and sleep current measurement passed. Unexpected battery power loss confirmed. Problem isolated to electric board. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer reported via phone call that they experienced low blood glucose. The device was returned for analysis.